Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that malfunction (e333) of touch panel was detected due to contact failure caused by physical damage on the cable between printed circuit (cp) board and touch panel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center had a touch panel error e333. The issue occurred during receipt inspection with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the top cover was removed and all connections and cables inside the unit were checked. The cable connecting the printed circuit board with the touch panel on two points had a minor crack such that the crack made the cable loose and touch panel signal lost. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.